Event description:
My wife purchased a malem bedwetting alarm and it is not working as expected. Right from the start, the alarm is exhibiting some strange behavior. It came with new batteries and when I inserted them, the alarm is making strange noise like a vibration stuck. This is causing the alarm to overheat at times. The vibration heat is substantial enough to warm up on contact. It is not possible to continue to use this device as is as it can easily scar skin on contact.